Manufacturer narrative:
Additional information: d10, h3 plant investigation: ten companion samples with original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. The companion samples were visually inspected, and it was found that the liberty sets were acceptable with no damages was observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. The reported condition was not confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient had a cassette that was leaking. Upon follow up, the patient stated that he did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient could not confirm the exact date of the event. The patient confirmed that they have received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the liberty cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cyclers has been picked up and returned.